Event description:
Lifeport explanted, termed "nonfunctioning". Upon removal a "slit" was noted in catheter. Pt had another lifeport implanted. Please note, this lifeport was not implanted at any of our facilities, so very minimal info is known regarding product identifiers.